Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted on (B)(6) 2022. On (B)(6) 2022, the patient's parent initially reported that the patient was in the emergency room (ER) for treatment because the cgm was displaying 350 mg/dl while the patient's blood glucose was 590 mg/dl. On (B)(6) 2022, additional information was provided in regards to an adverse event that occurred. At the time of the inaccuracy on (B)(6) 2022, the patient was throwing up, dehydrated, and had ketones. The patient's parent initially thought the symptoms were due to food poisoning or menses symptoms. After the bg finger stick showed 590 mg/dl she took her daughter to the hospital. At the emergency room (ER) the bg finger stick was 800 mg/dl and the cgm value was 279 mg/dl. The child was hospitalized for diabetic ketoacidosis (dka) and dehydration. Treatment at the hospital included IV insulin and hydration. She was discharged 2 days later in good condition. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.